Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17492. It was reported that the patient presented with an exposed pacemaker. It was noted that the pacemaker pocket did not heal properly and an infection occurred. The pacemaker and right ventricular lead were explanted. The patient was in stable condition.